Event description:
On (B)(6) 2019, I had an MRI. During the imaging, felt burning and told the technician. Driving home, felt stinging on the inside of thighs. Got home and there was a blister on the inside of each thigh. I called the imaging center on (B)(6) 2019 and was told to come at 11:00 a.m. I was seen at the center by specialist and was told that, skin to skin contact (because of radio?) Resulted in the burn. None of this was told to me before imaging. I did not know a person could actually receive a burn from an MRI. People need to be told. FDA safety report ID # (B)(4).